Event description:
It was reported that the atrial lead perforated the atrium and the patient was admitted to the emergency room due to cardiac tamponade. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.